Manufacturer narrative:
Section d4 - catalog number: corrected. Section d4 - primary unique device identification (UDI) number: corrected. Section h10 - related report numbers: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Post-operatively, the patient had severe neutropenic septic shock with an unknown source. This required escalation of inotropic support with antibiotics and antifungals. A bedside 2-dimension echocardiography ruled out tamponade and showed satisfactory left ventricular assist device (lvad) function. An lvad mechanical fault was ruled out as there was no lvad alarms. The patient's condition continued to decline despite maximal active treatment. In view of poor prognosis, the decision was made to terminate the lvad pump. The patient passed away on (B)(6) 2024 following withdrawal of life support. The outcome was not device or therapy related and the device was not explanted.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.